Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has been miserable since implant of the symfony intraocular lenses (iol) in both eyes. The patient stated she saw dark bursts and halos around all outdoor and indoor lights. It seemed like her eyes were dilated all the time. The patient wore sunglasses outside day and night. When street lights were on, she had bursts as big as 30 ft. In diameter. This meant that she was not able to drive since the lenses were implanted. The patient reported that it was like seeing several street lights and a string of vehicle lights all at once. She claimed that she felt she was living in a kaleidoscope. Every little light gave her colored bursts and halos the size of an adult bicycle wheel. There was also pain in her eyes, so she had to use moisturizing drops 4 times per day. The zxr00 lenses were explanted and replaced with single vision lenses. During follow up with the patient, she reported that her replacement lenses are a lot better and she can see better now. She had her follow-up earlier today, (B)(6) 2018, and everything is good. During follow up with the surgeon, it was reported that the iol's were discarded. The doctor did not enlarge the incision or perform a vitrectomy during the replacement procedure. The doctor placed one temporary 10-0 nylon suture in the wound. This was the same for both eyes. No additional information was provided to johnson and johnson surgical vision, inc. Two MDR¿s will be submitted, one for each affected eye. This report captures the information pertaining to the right eye.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.